Event description:
It was reported that the injection site of a clearlink system continu-flo solution set was separated from the tubing at the roller clamp. This issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: initial reporter city: device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed, and the tubing was observed to be broken off from the second clearlink y- site. There was no lack of solvent or excess solvent observed. The reported condition was verified. The cause of the condition was due to incorrect manipulation of the product. An external force applied to the assembly, such as pulling on the tube, could cause this issue. Should additional relevant information become available, a supplemental report will be submitted.